Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a lesion in the carotid artery using mo.ma ultra device. It was reported that during procedure the proximal balloon was leaky. The procedure was rescheduled. There was injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
Device analysis: in the pre-decontamination visual inspection the proximal balloon was found cut and not adherent to the shaft, the leak was confirmed by negative purging. The analysis of the damage on the proximal balloon was conducted using a microscope, confirming the cut seen in the visual inspection, which caused the leak highlighted in the purging phase. Also the distal balloon was inflated, showing an asymmetrical shape, but no leaks were identified video file review: a video file was sent for review. The video confirmed that there was a leak from the proximal balloon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.